Manufacturer narrative:
Voluntary medwatch report received: mw5160044

Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited high capture threshold, unspecified sensing issue and under-sensing. There were no patient consequences.